Event description:
It was reported that about 1.5 months post implant, t-wave oversensing was observed on the right ventricular lead. The oversensing resolved on its own. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).